Event description:
It was reported the patient experienced pain and irritation at the ipg site. As a result, the patient will undergo surgical intervention and have his scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.